Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. It was reported the ipg was explanted and replaced due to premature battery depletion. The explanted ipg was returned to the MFR and is currently undergoing analysis. F/u on the pt found no further issues reported.